Event description:
Additional information received reported that the manufacturer¿s representative (rep) met with the patient on (B)(6) and reprogrammed him and he was doing great and was happy. He did have some electrodes out so the rep. Programmed around them. The patient stated they were reported out before when another rep saw him.

Event description:
It was reported that for the past six months the patient had been getting adjustments done by the manufacturer¿s representative (rep). The patient reported a loss of therapeutic effect. According to the patient when the rep. ¿hooked the machine up,¿ half the paddle lead was damaged so it wasn¿t responding the way he needed. The patient reported that the rep. Was turning it on in different areas of the lead and the rep. Told the patient eventually he would need it changed. The patient stated ¿so right now, I use my machine but it¿s not giving me 100% of it anymore, I¿m not even getting 10%.¿ when he first got it, it was spot on but now he was having issues. They don¿t know but the rep. Was giving him the adjustments and they would last a month and he would come back again and he would make another adjustment. The patient wanted to speak with the rep. And the rep. Contacted the patient, however, the rep. Had no further information and did not plan on seeing the patient soon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).